Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 6 years approximately four months ago. Today the estimated longevity is 3.5 years. The physician noted that nothing has changed in regards to pacing percentages or lead measurements. There are concerns that the device is depleting faster than expected. A copy of the device¿s memory was preserved for technical analysis. Boston scientific technical services (ts) confirmed that the device was depleting prematurely and recommended replacement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted and replaced without incident.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.